Manufacturer narrative:
During f/u physician reported pt's history involved a significant trauma and surgery to her eye socket as a young child, 4-6 yrs of age. He believes this played a role in the development of her symptoms and is not related to the belotero injection. The pt had a 30% improvement of the symptoms the day after starting the ceftin. Physician followed up with the pt on (B)(6) 2013 and she stated she was now fine and he did not have to call again. The reported belotero lot #242093-3 is not a lot number associated with belotero balance. The physician reported purchasing it from (B)(4); however, it is not a known lot number for the esthelis product sold in (B)(4).

Event description:
Physician reported injecting a pt with one syringe of belotero in tear troughs on (B)(6) 2013. Pt reported redness and swelling under one eye five weeks post-injection. The area was also tender to touch. Photos were sent to physician showing redness and swelling to the orbit surrounding and inferior to the eye. He started the pt on ceftin, 500 mg bid and will be seeing her today, (B)(6) 2013 for eval. He also recommended motrin as anti-inflammatory and warm compresses. During a consult with merz medical affairs it was recommended obtaining pt's history to determine if any outside factors such as past surgeries, infection at time of injection or insect/spider bite could have played a role in the symptoms five weeks post-injection.